Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer 5 failing to register as closed. A field service engineer replaced the insep magnet to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system fh drawer failure. The customer indicated that they were unable to access the medication. The nurse needed to visit a different station to obtain it. There were no adverse events or injuries reported based on this incident.